Event description:
This complaint was created by the finding of maude report number mw5161171 on 07nov2024. The report was found to be written against an unknown, airseal 12mm access port. The date of the procedure was (B)(6) 2024. The report states ¿after a da vinci assisted prostatectomy procedure, subcutaneous emphysema was observed in the patient's upper body, including the neck and face. The patient's peritoneum was described as thin and fragile, so the surgeon believes that when the 12mm airseal port became dislodged and was reinserted; it may have stretched the peritoneum and resulted in the subcutaneous emphysema. There were no respiratory symptoms such as ventilation failure, and subcutaneous emphysema can be cured naturally.¿ there was no report of medical intervention, or extended hospitalization for the patient or user. Furthermore, the reporter information is not known and assessment cannot be completed. This report is being raised on the reported injury due to possibility of the patient obtaining subcutaneous emphysema.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review (DHR) cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000008. Per the instructions for use, the user is advised that higher insufflation pressures (> 15 mm hg) of carbon dioxide insufflation can increase the risk of hypercarbia, subcutaneous emphysema, pneumomediastinum, pneumothorax, pneumo-scrotum, and urinary retention. Use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumo-rectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created by the finding of maude report number mw5161171 on 07nov24. The report was found to be written against an unknown, airseal 12mm access port. The date of the procedure was (B)(6)2024. The report states ¿after a da vinci assisted prostatectomy procedure, subcutaneous emphysema was observed in the patient's upper body, including the neck and face. The patient's peritoneum was described as thin and fragile, so the surgeon believes that when the 12mm airseal port became dislodged and was reinserted; it may have stretched the peritoneum and resulted in the subcutaneous emphysema. There were no respiratory symptoms such as ventilation failure, and subcutaneous emphysema can be cured naturally.¿ there was no report of medical intervention, or extended hospitalization for the patient or user. Furthermore, the reporter information is not known and assessment cannot be completed. This report is being raised on the reported injury due to possibility of the patient obtaining subcutaneous emphysema.